Event description:
IV safety mechanism malfunction. Needle falls onto bed after IV start attempt. Another piece flies off to the left. Rn almost stuck self with needle and did not get patient IV access.